Manufacturer narrative:
B3: day of event is unknown device evaluation: one sample was returned for investigation. Under visual inspection the sample appeared to be in good condition. The sample was functionally tested and it was confirmed that after 12 hours the cuff was still fully inflated. Based on results of testing the reported failure was not observed. No signal of similar customer complaints was identified. No DHR review was performed because no lot number provided.

Event description:
It was reported that there was an occurrence of air leak. This occurred during infusion while in patient use, no patient harm/adverse event reported.